Event description:
It was reported that during a lobectomy procedure, when the device was used with the blue reload for the interlobar at the first firing, it could not be fired properly. The doctor commented that he might have not grasped the trigger completely. When the device was used with a gold reload for the bronchial tubes at the third firing, the staples were not deployed properly. Additional suture was performed. There were no adverse consequences for the pt.

Event description:
It was reported the lens was removed and replaced without complication, due to the improper iol power initially implanted.

Manufacturer narrative:
Inspection of the intraocular lens (iol) at the manufacturing site confirmed the diopter was correct as labeled. While we were unable to determine the cause of the adverse event, our investigation reasonably suggests it is not manufacturing related. Will continue to monitor and trend.

Manufacturer narrative:
The iol has been received, but not yet analyzed. The device met all manufacturing specifications prior to release. No other complaints for product manufactured in this lot have been received. The investigation will continue at the manufacturing site.